Event description:
It was reported that one patient underwent a knee arthroplasty revision due to aseptic loosening of the spindle. Attempts have been made and no additional information is available.

Manufacturer narrative:
(B)(4). Groundland, j., brown, j. M., monument, m. Bernthal, n. Jones. K. B., randall, r. L. (1 oct 2021) what are the long-term surgical outcomes of compressive endoprosthetic osseointegration of the femur with a minimum 10-year follow-up period? Clinical orthopaedics and related research, 480(3)539-548. Https://doi.org/10.1097/corr.0000000000001979. Concomitant devices - unknown orthopedic salvage system distal femur catalog #: ni lot #: ni, unknown orthopedic salvage system tibia catalog #: ni lot #: ni, unknown orthopedic salvage system tibial bearing catalog #: ni lot #: ni, unknown orthopedic salvage system diaphyseal connector catalog #: ni lot #: ni, unknown orthopedic salvage system taper adapter catalog #: ni lot #: ni correspondence author. It is currently indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.